Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer, and describes the occurrence of abdominal pain lower ('pain focused around the lower abdomen') and menorrhagia ('very heavy periods'). In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced, abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), tendonitis ("tendinitis on the heel of both feet"), arthralgia ("hip pain"), back pain ("backache"), headache ("headaches") and insomnia ("insomnia"). And was found to have weight increased ("weight gain"). The patient was treated with physical therapy (physiotherapy sessions) and surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, menorrhagia, tendonitis, arthralgia, back pain, headache, weight increased and insomnia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, headache, insomnia, menorrhagia, tendonitis and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 14-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain focused around the lower abdomen') and menorrhagia ('very heavy periods') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), tendonitis ("tendinitis on the heel of both feet"), arthralgia ("hip pain"), back pain ("backache"), headache ("headaches") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). The patient was treated with physical therapy (physiotherapy sessions) and surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, menorrhagia, tendonitis, arthralgia, back pain, headache, weight increased and insomnia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, headache, insomnia, menorrhagia, tendonitis and weight increased to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.